Manufacturer narrative:
The reported field event of post-paced t-wave over-sensing was confirmed in the laboratory due to review of egms. The device was tested on the bench and using automated testing equipment, and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a device upgrade. Pre-operative interrogation showed the implantable cardioverter defibrillator (ICD) was over-sensing post-paced t-waves. The patient was asymptomatic. The physician explanted and replaced the ICD. The patient was stable throughout.